Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported that the safety flew off. Concern description: the safety engineered device (that¿s supposed to cover the needle after use) fly off instead of engage properly. This is a serious safety concern for my phlebotomists. This has happened on 3 different needles of the same lot number.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism (dlm) . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported that the safety flew off. Concern description: the safety engineered device (that¿s supposed to cover the needle after use) fly off instead of engage properly. This is a serious safety concern for my phlebotomists. This has happened on 3 different needles of the same lot number.